Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated, and the right implant slightly migrated after implantation. The issue was confirmed by the doctor. As a result, patient underwent bilateral removal and replacement as follow left replaced with catalog number 3501695, lot number 7292914, serial number (B)(4), and right replaced with catalog number 3501695, lot number 7542252, serial number (B)(4) on (B)(6) 2018. This report is for the right implant.